Event description:
We are reporting two devices with this report. Staff in the hospital lab were unpacking supplies. When they opened a box of blood collection sets, they noticed that some of the packages inside the box had a brown coffee-colored discoloration on them. The discolorations are different sizes, and on multiple packages in different places. The exterior box that the devices came in did not have these discolorations. Staff do not know what caused them. There is nothing in the area where the devices were being unboxed that would have contributed to the discolorations. The box containing the devices was not exposed to moisture and is kept in a dry, temperature controlled area.====================== health professional's impression======================staff do not know what caused the discolorations.====================== manufacturer response for blood collection kit, saf-t wing blood collection set: jelco======================we are returning the device to the manufacturer for their investigation and analysis.